Event description:
Event date unknown. Reported blood was splashed in nurse's eye after removal of a vacutainer from the 3000e smartsite positive bolus valve. Product discarded and will not be received. Customer reported that no interventions were required in response to this exposure. Clinician continues to practice in the emergency center without further complaints.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.